Event description:
On 2021-may-03, information was received from a manufacturer representative regarding a patient implanted with neurostimulator (ins). Elective replacement indicator (eri) - open circuits 8-15 were reported. Open circuits resolved with connection to new ins. On 2021-jul-09, additional information from rep stated the impedance were out of range. No specific values were available. The cause of open circuits was not determined. The eri was due to normal battery depletion. Patient was programmed around the open circuits. Patient's weight was unknown. The provided information was confirmed with the physician/account. Ep added that the device was actually replaced on 01 jun 2021. Rep was aware of the open/out of range circuits a month prior to that when she saw the patient; but no actions/interventions took place since patient¿s device was at normal eri and was to be replaced. Rep could not provide the specific date and stated it was not in the system but estimated that it was about a month prior to the replacement. Rep added that in recovery room after replacement, the circuits were noted to be open/out of range again. Patient was again seen for post-op and it was still open/out of range. Patient was programmed around those and is doing fine. Rep had no further information.

Manufacturer narrative:
Analysis information pli# 10 product ID# 97714: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Continuation of d10: product ID 97715 lot# serial (B)(6) implanted: on (B)(6) 2021 : product type implantable neurostimu lator product: product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted:(B)(6) 2021: product type implantable neurostimu lator product ID neu_unknown_lead serial# unknown: product type lead correction: missing codes for lead seen in h6 in initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.